Event description:
It was reported that during a device follow up, the left ventricular (lv) lead exhibited significantly elevated threshold. The lv output was optimized and the lv capture management was turned off. The lv lead remains in use. The patient is a participant in adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.